Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing atrial p-waves and exhibited undersensing with small r- waves. The programming was unable to be adjusted. During the revision procedure, the slack in the lead had pulled back and the physician was not able to add slack. The lead was explanted and replaced. No patient complications have been reported as a result of th is event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.